Event description:
It was reported that patient lost therapy as the ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result, ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.